Manufacturer narrative:
Device evaluation: the foreign material was not returned at the manufacturing site and to date the intraocular lens (iol) remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. A photo was provided by the account and it was evaluated. Due to the poor image resolution, it was not possible to verify the reported issue. No product deficiency was identified. There is no evidence to suggest that the sample was affected by the manufacturing process. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints has been received for this production order. Labeling review: the dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown/ not provided. If implanted, give date: unknown/ not provided. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small filament was noticed inside the patient's eye after implantation of the zcb00 +29.0 diopter tecnis monofocal iol (intraocular lens). Reportedly, the surgeon successfully removed the filament from the eye and no injury occurred. No additional information was provided.